Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional ht bmw universal and nc trek devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that one balance middle weight (bmw) guide wire was used in a retrograde fashion to access the chronic total occlusion in the mildly calcified left circumflex coronary artery. Post dilatation was performed with the 3.5 mm nc trek balloon dilatation catheter (bdc). During removal of the nc trek bdc, resistance was met (possibly with the guide wire) and the guide wire position was lost during removal. The guide wire detached inside the guide catheter. Another bmw guide wire was used to re-wire the vessel and a 4.0 mm nc trek bdc was used to post dilate. During removal of the 4.0 nc trek, wire position was lost again and the second bmw wire also separated, but was removed without additional intervention. There was no resistance during removal of the bmw wires; resistance was only met during removal of the bdcs. A non-abbott balloon was used to re-wire the vessel, but no additional intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.